Event description:
Boston scientific received information that this patient had undergone some type of spinal surgery and a boston scientific sales representative was contacted to evaluate this device. Device interrogation noted pacing at 140 ppm. The patient was in atrial fibrillation (af) and was mode switched. The representative turned off the device sensors and the pacing rate decreased. However, when the minute ventilation (mv) feature was turned back on, the pacing rate increased again. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who confirmed the use of an external monitor. The consultant explained the high rate pacing could be due to the interaction between the mv feature and the external monitor. The caller stated the duration of the high rate pacing was approximately 45-60 minutes. The consultant suggested leaving mv off until the patient is ready to be discharged. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device passed all returned product testing. The device matches trended devices that are subjected to high rate pacing due to interference from hospital monitoring equipment that is caused by the minute ventilation (mv) sensor. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
Additional information was received that this device was explanted for an unspecified reason nine months after the initial clinical observations. The device was returned and this product issue will be updated when evaluation is complete.